Manufacturer narrative:
The system was examined and the reported ¿mode change¿ was confirmed. The remote was subsequently replaced to resolve the issue. The reported ¿boot-up issue was not confirmed or replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of the system changing modes can be attributed to the nonconforming remote. The root cause of the reported event of a boot-up issue cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the system is not booting up correctly and the system goes into vitrectomy mode without selecting it. The staff removed the batteries from the remote control and it stayed in phaco mode after that. Additional information has been received stating that this event occurred before a procedure.